Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 198 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Hospital has treated with insulin and IV fluids. During troubleshooting, time and date are correct. Programming is correct. High pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No delivery alarm functioned properly. The insulin pump had cracked display window corner.